Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.